Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded and the deployed mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the possible tissue damage. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The mitraclip xtr grasped the leaflets and mr grade was 1. There were no difficulties with the device. All steps were performed according to the instructions for use. There was no challenging anatomy and no difficulties with imaging. After the xtr was deployed, mr grade was 2-3 and a fibrous string was noted in the left atrium. It is unknown where the string came from, but is thought to have come from the patient anatomy. The procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no device malfunction reported. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The tissue damage appears to be related to the patients challenging anatomy and procedural circumstances; but it is not due to the device. There is no indication of a product quality issue with respect to manufacture, design or label.